Manufacturer narrative:
Concomitant products: product ID 8709sc, serial # (B)(4), implanted: (B)(6) 2011, product type catheter. (B)(4).

Event description:
Additional information received reported the patient¿s dose had been lowered because she could not go to the bathroom and could not go ¿number 2.¿ the first medication always made it hard or next to impossible to go number 2. The issue started when fentanyl was put in the pump. The patient started with bupivacaine in the pump. The medication was lowered for the patient symptom on (B)(6). After the dose was lowered the pain level was around a 9 or 10. At the time of the report the pump was being used to deliver fentanyl and clonidine.

Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient had presented with increased pain. The physician did a dye study followed by a rotor study and both were ¿ok.¿ there was no alleged product issue. The pump as correctly primed and infusion was restarted after the procedure. The patient went to the emergency room stating she had ¿so much pain¿ and the pump ¿wasn¿t working.¿ the patient had less than 50% therapy relief. The event required hospitalization. It was noted x-rays were also done. The pump was being used to deliver fentanyl and clonidine. The patient status at the time of the report was ¿alive- no injury.¿ it was later reported that telemetry was reviewed and the pump was primed and programmed correctly. The emergency room had discharged the patient.